Manufacturer narrative:
An event of bleeding, resistance while advancing the device through the delivery system and delivery sheath being kinked was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the received information, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 14f torqvue delivery sheath was selected to implant a device. During the procedure, the fixed curve amplatzer torqvue sheath was advanced over amplatzer extra-stiff 032 wire. The physician noted to have resistance, panned fluoro c arm down to groin and noticed the sheath was bent in half approximately 5-7 cm from the tip of the sheath with multiple loops and kinks in the amplatzer. Both the sheath and device were gently removed from the patient. During this time, the patient had notable hemodynamic changes with heart rate 100, sbp 70-80s (baseline was hr 80's, sbp 100's). Venogram x3 was performed and no perforation noted, but vessels appeared dilated with tortuosity before distal to the bifurcation of the ivc. 2 hours post-procedure, repeat labs drawn and patients hemoglobin dropped from 14mg/dl to 12mg/dl, a computerized tomography (CT) scan of the abdomen/pelvis was ordered and a large retroperitoneal bleed was noted, but no active bleeding was found. Patient remained stable without any complaints. Given one unit of pack red blood cells and k-centra with normalization of hemoglobin. Repeat CT showed stable, no further bleeding. Patient is stable.

Event description:
It was reported that on (B)(6) 2023, a 14f torqvue delivery sheath was selected to implant a device. During the procedure, the fixed curve amplatzer torqvue sheath was advanced over amplatzer extra-stiff 032 wire. The physician noted to have resistance, panned fluoro c arm down to groin and noticed the sheath was bent in half approximately 5-7 cm from the tip of the sheath with multiple loops and kinks in the amplatzer. Both the sheath and device were gently removed from the patient. During this time, the patient had notable hemodynamic changes with heart rate 100, sbp 70-80s (baseline was hr 80's, sbp 100's). Venogram x3 was performed and no perforation noted, but vessels appeared dilated with tortuosity before distal to the bifurcation of the ivc. 2 hours post-procedure, repeat labs drawn and patients hemoglobin dropped from 14mg/dl to 12mg/dl, a computerized tomography (CT) scan of the abdomen/pelvis was ordered and a large retroperitoneal bleed was noted, but no active bleeding was found. Patient remained stable without any complaints. Given one unit of pack red blood cells and k-centra with normalization of hemoglobin. Repeat CT showed stable, no further bleeding. Patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.